Event description:
A customer reported an issue with loading a cartridge onto their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the pneumatic tap area and complete the on-screen loading process. The customer successfully followed these steps and resumed insulin delivery, having already resolved the issue. Technical support arranged to send replacement cartridges.